Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the console temperature was warmer than the catheter temperature. A smartfreeze cryo console and a polarx cryo catheter were selected for use in a cryoablation procedure. During the procedure the console temperature displayed 500 degrees. The polarx cryo catheter was replaced but the issue was not resolved. No patient complications occurred. The procedure was completed using an alternate device.